Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced chest pain while performing apd therapy on a homechoice device. While connected to the homechoice device and during dwell 2 of 4, a patient contacted baxter¿s technical service center requesting to end therapy early because the patient was experiencing chest pain. The home patient requested assistance to perform a manual drain prior to disconnecting from the device. The technical service representative (tsr) assisted the patient in performing a manual drain and ending therapy. The patient advised the tsr they were going to the hospital following the manual drain due to the chest pain. No further information was provided regarding the reason for the chest pain or regarding the patient¿s outcome from the event. No additional information is available.

Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.